Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 2000 mcg/ml at 468 mcg/day via an implantable pump. It was reported that the patient's original pump site was non-healing and there was concern for infection. The pump was replaced and the catheter was revised and moved to the opposite side of the abdomen with a new pump and new catheter segment at the physician's discretion. The rep stated that they did not know the length that remained in service. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.